Event description:
A journal article was obtained that reported a retrospective study from the united states. The purpose of the study was to describe a novel technique for treatment of this unique patient population along with its risk of complications and reinfection in patients undergoing staged revision shoulder arthroplasty. The study reviewed 17 patients and 18 shoulders (1 bilateral) between (B)(6) 2019 and (B)(6) 2023 who underwent revision for suspected periprosthetic joint infection with proximal humeral bone loss noted preoperatively or at the time of surgery. After removal of the previous implants, a cement spacer was implanted using a osteoremedies prefabricated antibiotic humeral head, a steinmann pin, and a zimmer biomet straight humeral nail, and unspecified antibiotic cement to connect the pieces together. The spacer was press-fit into the humeral canal. Second stage reimplantation was considered in cases once patients had completed at least 6 weeks of antibiotics, they had negative inflammatory labs and there was no evidence of wound erythema or drainage. It was reported that a patient underwent a stage 1 revision of unknown implants of the right shoulder on an unknown date. The operation was complicated with an intraop fracture of the greater tuberosity when removing the previous implants. After all components were removed, an antibiotic spacer was cemented into place with no further complications. In an unknown timeframe postop, the patient was load bearing and felt a pop in her upper arm accompanied with pain. X-rays revealed a fracture of the anterior humerus along with antibiotic spacer with loosening of the implant. The patient returned to surgery on an unknown date where the spacer was removed and a custom reverse total shoulder arthroplasty was implanted without complications. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: literature - beady, n.d., guy, c., chalmers, p.n., joyce, c.d., tashjian, r.z. (2025). Management of shoulder prosthetic joint infections with humeral bone loss using a customizable articulating long stem spacer (the frankenspacer). Jses reviews, reports, and techniques, volume 5 (issue 4), 685-692. Https://doi.org/10.1016/j.xrrt.2025.06.002. D10: associated product information, part (lot): -unknown cement(unknown) -osteoremedies spacer head(unkown) -tournier cement restrictor(unkown) -(B)(4). -(B)(4). -central screw 6.5x50mm (942820) -(B)(4). -(B)(4). -132756(unkown) -(B)(4). -tm stem 10x170mm (63700620) -(B)(4). H6: proposed code: mechanical (g04) - im nail the customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.